Event description:
It has been reported to philips that during a coronary angiography examination the digital subtracting angiography (dsa) failed. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the beginning of the cardiac angiography and the procedure was completed after one hour delay. It was reported to philips that the system was unable to power on. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. The catalog item identifier has been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the beginning of the cardiac angiography and the procedure was completed after one hour delay. It was reported to philips that the system was unable to power on. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome.